Event description:
According to the reporter: after use on patient normally for a while, the trocar got disengaged by itself. Confirming no damage in the balloon, a doctor inflated the balloon again to continue use. However the same incident occurred again. Opened another. No patient harm. Operating time extended: less than 30min. Tissue damage: no. Nothing fell into the cavity. No bleeding. Note: the customer states after procedure they confirmed the balloon got deflated.

Manufacturer narrative:
(B)(4).